Manufacturer narrative:
Patient demographics, system UDI, and system manufacture date were not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that the software was uninstalled and rein stalled. The system did not show an error message after reinstalling the software. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure when trying to take a spin at the beginning of the day, the 3d mode became disabled and an error showed navigation was connected but not ready. After clearing the error message, the spin was taken and the case was continued with no issues. There was no delay to the procedure. There was no reported impact on patient outcome. A manufacturer representative stated that uninstalling and reinstalling spine software on the navigation system resolved the issue.

Manufacturer narrative:
The system logs were sent in for analysis. After reviewing the logs, it was not possible to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.